Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was reproduced. Unit was tested on an in-house system in normal mode with a 319 error being triggered. Unit was also tested on a pftp where the fiber test failed for the rolling loop. All boards failed for the acc check. Sensors check failed for insertion. Rolling loop was damaged. Golden rolling loop was installed and all tests passed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated a non-recoverable fault. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and saw error 307, pointing to the axes controller (acc) on universal surgical manipulator (usm) 3. Prior to contacting the technical support, the clinical sales representative (csr) guided the customer to perform a hard power cycle with patient side cart (psc) emergency power off (epo) but the system came up with error 319 pointing to acc on usm 3. The customer confirmed that the procedure could be completed with three usms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The surgery was completed with three usms with a delay of about 9 minutes.